Manufacturer narrative:
(B)(4). Corrections section d1: corrected brand name. Section d2: corrected common device name and product code section d4: device details added. Section g4: updated 510(k). Section h4: device manufacture date added. Section h11: method: the subject mr290v vented autofeed humidification chambers supplied with rt380 adult dual heated evaqua2 breathing circuits, additional information, and photographs were requested to be provided to fisher & paykel healthcare in new zealand for evaluation. The subject devices were not provided for evaluation. Results: visual inspection of the provided photographs identified horizontal cracks on the bottom of the mr290v vented autofeed humidification chambers domes. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to determine the cause of the event. Every mr290v humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The user instructions for the rt380 adult dual heated evaqua2 breathing circuit state the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in south korea that two mr290v vented autofeed humidification chambers, provided with rt380 adult dual heated evaqua2 breathing circuits, were found leaking water prior to patient use. There was no reported patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in south korea that two mr290v vented autofeed humidification chambers were found leaking water prior to patient use. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The subject mr290v vented autofeed humidification chambers have been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.